Event description:
Additional information was received from a healthcare provider via a company representative who reported that the cause of the overdose/respiratory depression after the refill had not been determined yet. The patient had not been back to the physician yet. There was no pocket fill. With regards to any diagnostics/troubleshooting performed, it was noted that nothing had been done. The patient recovered and the issue was noted to be resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal dilaudid (hydromorphone) via an implantable pump for spinal pain. It was reported that the hcp contacted the rep about a patient who was hospitalized with overdose symptoms (respiratory depression) following a pump refill. The rep described the hcp's refill process and inquired if there could be a discrepancy in the process that might have caused the overdose. Technical services educated the rep on considerations related to overdose and over-infusion, and clarified that decisions regarding the refill process are subject to medical discretion. Tech services also suggested that the hcp may want to consider a pocket fill as part of the overdose. The representative understood the guidance and will follow up with the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.